Manufacturer narrative:
B3 - date of event estimated. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na

Event description:
It was reported in a general comment that the balance middleweight universal ii guide wire has resistance with balloons and stent delivery systems (sds) and the devices have to be removed together. There is also separated polymer on the guide wire. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.